Event description:
It was reported to philips the device had a test failure. There was no patient involvement.

Manufacturer narrative:
H3 other text : there was no malfunction of the device. The case was created in error.

Event description:
It was reported to philips the device had a test failure. There was no malfunction of the device. A user could not create cases in the customer services portal. A case was opened as a test. This case was opened by mistake when the case opener clicked submit instead of cancelling the case. There was no malfunction of the device. The device remains with the customer.